Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. No request was made to have data from this device analyzed. The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. No request was made to have data from this device analyzed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. No request was made to have data from this device analyzed. The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.